Manufacturer narrative:
Findings: unit received with minor scratches on lcd window. Unit received with bleeding glass on lcd board.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on the screen. Customer does not know how the damage occurred. Customer doesn't want to continue to use the pump because of the broken screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.